Manufacturer narrative:
The aia-900 analyzer was installed at the account on 26-feb-2019. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 26-feb-2019 through aware date (B)(6)-2019. There were no other similar events reported during the searched period. A 13-month complaint history review and service history review for similar complaints was performed for aia-pack intact pth control set, lot number ix45267, from 02-jun-2018 through aware date (B)(6)-2019. There were no other similar events reported during the searched period. A 13-month complaint history review and service history review for similar complaints was performed for st aia-pack intact pth test cups, lot number iz15221, from 02-jun-2018 through aware date (B)(6)-2019. There were four (4) similar complaints identified during the search period, which includes this event. The intact parathyroid hormone st aia-pack intact pth analyte application manual states the following: evaluation of results: quality control: in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, two levels of controls are run in order to accept the calibration curve. The two levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. The most probable cause of the reported event could not be determined; qc recovered within acceptable range after recalibration of the aia-900 was performed with new lots of calibrators and qc.

Event description:
A customer reported out of range high intact parathyroid hormone (ipth) quality controls (qc) with aia-pack intact pth control set, lot number ix45267, and st aia-pack intact pth test cups, lot number iz15221, on the aia-900 analyzer. The customer reported that the issue began several days back. The customer opened new qc, but error persisted. The technical support specialist sent new lots of calibrators and qc in attempts to resolve the issue. On a follow-up call the customer reported that calibration or testing of new qc was to be performed until next schedule of patient procedure. Later the customer reported that after recalibration on the aia-900 analyzer all qc results were near the mean for ipth. No further action was required by tosoh. The reported event caused delayed reporting on patient results for ipth; however, there is no indication of any adverse health consequences or change in treatment as a result of this event.